Event description:
It was reported to philips that the device does not pass the operational test. There wa no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.